Manufacturer narrative:
Analysis was able to confirm the reported stylus issue. There was an unresponsive spot on the programmer screen overlay. The overlay and bezel were replaced and calibrated with the stylus. The link electronic module (lem) was functional but had a cracked solder joint, the lem was replaced. Analysis also noted the lower case feet were worn and the power cord bay was broken, both were replaced. The programmer hard drive was reconfigured and the software was updated. The programmer passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus was replaced twice but was not functioning appropriately or in a consistent manner. The stylus was re-calibrated twice and still occasionally the cursor did not track the location of the stylus. The programmer was returned for service. There was no patient involvement.